Event description:
It was reported that during the implant procedure, inserting the atrial lead into the header of the pulse generator was difficult. Eventually, the lead was inserted into the connector port using silicone oil and the device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.